Event description:
It was reported that pump experienced malfunction alarm identified by distributor upon powering on device, with no additional details available from initial event notification. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return for evaluation, and distributor provided replacement pump while waiting for returned device to be checked; no additional information was received regarding the outcome of the event.